Event description:
It was reported that the patient called to state that when the phone is plugged into the carelink monitor, there is no dial tone. If the phone is plugged into the wall jack, there is a dial tone. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.